Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported difficult or delayed activation (difficult to deploy the clip) resulting in single leaflet device attachment (slda) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. All devices were prepared per instructions for use (IFU). The first xtw clip was positioned and attempted to be deployed/released on mid a/s (anterior and septal leaflets). The clip was not released from the atraumatic tip (mandrel). Troubleshooting was performed, resulting in the clip detaching from the atraumatic tip and the dc handle was able to be pulled back. About 5-10 seconds later the clip detached from the anterior leaflet. An additional clip was positioned and deployed/released central a/s, next to the single leaflet device attachment (slda) which was stabilized. A third xtw was positioned and deployed/released mid p/s (posterior and septal leaflets). There tr reduction was from grade 4 to 1. There were no adverse patient sequelae or clinically significant delay.